Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: device breakage with partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s).') And pelvic pain ('pain : pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury /psychological or psychiatric problems condition: depression and mentalanguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation ("malposition of essure device location of device: partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s)."), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding : general abnormal bleed"), abdominal pain ("pain : pelvic/abdominal"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, pelvic pain, device dislocation, genital haemorrhage and autoimmune disorder had resolved and the abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression, post procedural complication, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as(B)(6)-2009 and now (B)(6)2012. It was reported that no injuries or symptoms you claim resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2012: the fallopian tubes were blocked but left essure implant was broken. Device breakage with partial occlusion in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Event of she did not undergo an essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding : general abnormal bleed"), abdominal pain ("pain : pelvic/abdominal"), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,"), depression ("psych injury /psychological or psychiatric problems condition: depression and mentalanguish,"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder had resolved and the abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event¿ autoimmune disorder and post procedural complication¿ was added. Essure insertion date was updated. The outcome of the events" genital bleeding, and pelvic pain" was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: device breakage with partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s).') And pelvic pain ('pain : pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury /psychological or psychiatric problems condition: depression and mentalanguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation ("malposition of essure device location of device: partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s)."), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding : general abnormal bleed"), abdominal pain ("pain : pelvic/abdominal"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, device dislocation, genital haemorrhage and autoimmune disorder had resolved and the abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression, post procedural complication, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 and now (B)(6) 2012. It was reported that no injuries or symptoms you claim resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the fallopian tubes were blocked but left essure implant was broken. Device breakage with partial occlusion in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: pfs received-new events :device breakage with partial occlusion in the left fallopian tube, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Height, treatment and historical drugs, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device location of device: device breakage with partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s).'), pelvic pain ('pain : pelvic') and device dislocation ('malposition of essure device location of device: partial occlusion in the left fallopian tube,/failure to occlude (close) fallopian tube(s).') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, pelvic pain female, abdominal pain, right lower quadrant pain, chlamydial infection, irritable bowel syndrome, chronic cervicitis, paratubal cyst, postoperative pain and cystoscopy. Previously administered products included for birth control: sprintec. Family history included endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury /psychological or psychiatric problems condition: depression and mentalanguish,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding : general abnormal bleed"), abdominal pain ("pain : pelvic/abdominal"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, device dislocation, genital haemorrhage and autoimmune disorder had resolved and the abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression, post procedural complication, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 and now (B)(6) 2012. It was reported that no injuries or symptoms you claim resulted from essure decrease or resolve following essure removal. Right tubal ostia: trailing coils in uterus: 3. Left tubal ostia: trialing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the fallopian tubes were blocked but left essure implant was broken. Device breakage with partial occlusion in the left fallopian tube; on (B)(6) 2018: minimal discontinuity and malatignment of the proximal aspect of the left essure device, suggesting essure device stretching or fracture. Incomplete occlusion, appropriately positioned right essure device with appropriate right tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information, lab data added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding : general abnormal bleed"), abdominal pain ("pain : pelvic/abdominal"), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,") and depression ("psych injury /psychological or psychiatric problems condition: depression and mental anguish,"). The patient was treated with surgery (hysterectomy + bi-s). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 and now (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Case becomes an incident. Surgery and removal date, reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.